Manufacturer narrative:
As reported, when attempting to apply fixation, an optifix straight fastener pierced the surgeon's finger. The user did not follow the instructions-for-use (IFU) and placed a finger directly over the area where the fastener was deployed. The precautions section of the IFU instructs the user as follows: "counter pressure should be applied on the target area. Avoid placing hand/finger directly over the area where fastener is being deployed to prevent injury¿. Based on the event as reported, the problem experienced by the user is due to user technique, with no malfunction of the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
It was reported during an open abdominal wall incisional hernia repair procedure on (B)(6) 2021, the surgeon grasped the subcutaneous tissue and the fused tissue of the peritoneum and rectus abdominis muscle with one hand, and held the bard/davol optifix straight with the other hand. When the optifix device was fired, the tissue was pierced and the tip of the fastener pierced the surgeon's gloves and stabbed the fingertip. There was minor injury to the user; it unknown whether there was bleeding. It was reported that the issue was more a matter of usage by the user than a product issue. It was stated by the contact that they believe the fasteners popped out because the fused tissue between the grasped peritoneum and rectus femoris was thin and soft. There was no reported patient injury.